Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 9.8 mmol/l. The customer stated that the blank display occurred after changing the battery. The customer stated that there was no damage and the pump has not fallen. The customer used (B)(6) aaa batteries from multiple packages. The customer put in new battery but the pump does not work. The customer was advised to wait for 10 minutes and clean the contacts before calling back.